Event description:
It was reported by the clinician that the procedure was being performed on a male in his upper arm cephalic vein. The clinician experienced difficulty & had an md intervene. It was discovered that there was a lot of resistance while trying to remove the styleted guidewire that is pre-inserted into the catheter. Attempts were made to try & remove the catheter wire, but each time the wire started to unravel inside the catheter, which was in the patient. A second & third catheter were used with the same difficulty. Prior to using the fourth catheter, the md chose to remove the stylet wire prior to insertion. The catheter did float into position outside the juncture of the superior vena cava (svc) for proper placement. There were no patient complications reported. It was noted the wire seemed to be hung up on the catheter wall.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.